Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no adverse impact to the customer¿s blood glucose level. Customer was informed by technical support that pump reset was a built-in safety feature and functioning as intended. After receiving an explanation about necessary steps following a reset, customer successfully resumed insulin therapy.